Event description:
New information received indicated that the patient presented to their scheduled follow-up on (B)(6) 2023 and programming changes were made to address the post-paced t-wave oversensing (pptwos). The patient was asymptomatic.

Event description:
It was reported that an asymptomatic patient presented via a remote transmission showing the device exhibiting non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were suggested but not made at this time.